Event description:
Per the clinic, the patient underwent revision surgery to remove a cyst at the magnet site on (B)(6) 2022 however, the issue could not be resolved. Subsequently, the patient underwent revision surgery again on (B)(6) 2022 to excise the lesion. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 15,2023.